Event description:
The customer reported to baxter (B)(4) regarding 1 unit of needle lock device protective 18 gauge needle in which during the perfusion, blood was going upstream in the secondary administration set connected to primary set with a needled lock, on (B)(6) 2011. The process step was during use, therefore, patient was involved. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available; therefore, no evaluation can be performed. The condition cannot be confirmed or duplicated, and the root cause cannot be determined. A batch review could not be performed as the lot number is unknown.